Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they had experienced high and low blood glucose and also had air bubbles in the reservoir. The customer¿s blood glucose level was almost 600 mg/dl and 30 mg/dl and 400 mg/dl. The customer declines troubleshooting for high and low blood glucose. The customer was treated with the pump and manual injection and was also treated with carbohydrates for low blood glucose. It was reported that they had bubbles appeared to come from the bottom of the reservoir near the o-rings. The customer reported that the approximate size of the air bubble was varying in size, but larger than champagne bubbles. The customer was advised to monitor pump. The insulin pump and reservoir will not be returned for analysis.